Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Bluetooth pairing test was performed and failed due to not found. A review of the share logs was performed and passed for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be a defective transmitter. The reported event of pairing failure is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4) 3004753838 - 2022 - 041099 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.